Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient receiving gabalon of an unknown concentration at a dose rate of 50 mcg/day via an implantable pump for cerebral hemorrhage. It was reported that the patient who received a pump refill on (B)(6) 2024 developed reddening on the back, like cellulitis. Rhythmias, such as cellulitis, on the back was further indicated. It was noted that in particular, there were no changes to the concentration or dosage, so it was normal. There was no swelling in the pump or back catheter, and there was no drug leakage. Additional information was later received from a foreign healthcare provider (hcp) via a distributor on 2024-may-24. When attempting to perform a contrast examination to rule out the possibility of a drug-related or catheter problem on (B)(6) 2024, a fluid-like swelling in the abdominal pocket was observed. As a result, they punctured and aspirated the fluid. It was observed that the fluid became infected. The catheter could not be tested due to an infection in the abdominal pocket, so it was unknown whether there was a problem with the catheter. The system was to be removed in the future. The causal relationship of the event to the drug and pump were unrelated. The causal relationship of the event to the catheter and procedure was indicated as unknown. The outcome of the event was unknown. The daily gabalon dose of 37 mcg was discontinued on (B)(6) 2024. The daily dose of gabalon was 24 mcg from on (B)(6) 2024 and ongoing.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot #: hg3p5hm10, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 23-aug-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter was implanted on (B)(6) 2021. The pump and catheter were explanted sometime between (B)(6) 2024. The infection, cellulitis, redness, swelling, and fluid in the abdominal pocket had been since resolved. The devices were discarded by the healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg3p5hm10 serial# implanted: (B)(6) 2021; explanted: (B)(6) 2024; (approximate date, see b5) product type catheter h6 correction: the annex g code g04105 was previously indicated in error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient e xperienced withdrawal symptoms due to spasticity exacerbation. The withdrawal symptoms occurred on (B)(6) 2024. The serial number of the explanted pump was provided. It was stated that the withdrawal symptoms resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient's past medical history included epilepsy and the disease duration was unknown. It was stated that as of (B)(6) 2024, the patient was recovering. The causal relationship to the drug was unrelated. There was no causal relationship to the pump, catheter or programmer. However, there was a causal relationship to the procedure. The patient's weight was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.